Event description:
A malfunction code was reported by the customer, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the customer on pump reset procedures, but the malfunction recurred, prompting the replacement of the pump. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.